Event description:
We received a report that a patient had an intraocular lens removed due dysphotopsia. A monofocal lens was placed during the same procedure; an incision enlargement was not required. No patient complications were reported.

Manufacturer narrative:
(B)(4).the device manufacturing records were reviewed and show no deviations. Diopter measurement records from this particular lens were verified and were within specifications. This is in compliance with the labeled dioptric power 16.5 diopter of this lot number.conclusion: the batch passed all acceptance criteria for all tests performed and were within all specifications.(B)(4): placeholder.

Manufacturer narrative:
The device was returned to the manufacturer. Visual inspection showed a lens where the optic was cut in half; no optical deviations on the optic parts could be found. The lens passed all acceptance criteria for all tests performed and is within all specifications during the manufacturing process.